Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that prior to a procedure for device replacement for normal battery depletion, the position of the left ventricular lead was noted to be sub-optimally placed. The lead was explanted, discarded, and replaced. The patient was stable throughout the procedure.